Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as "bright red and smelled" under the patient's left breast. There was no alleged device malfunction. The patient's physician advised the patient to apply vaseline and dress the area. The patient reported that the skin was improving.